Event description:
The customer questioned results from 3 patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided 2 patient samples for investigation. Of the data provided, erroneous ft4, ft3, and tsh results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. All results from the investigation will be reported to the customer. Erroneous results were reported outside of the laboratory. This medwatch will cover ft4. (B)(6). No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 reagent lot number used at the investigation site was 177593 with an expiration date of 30-apr-2015. The serial number for the customer's e602 analyzer is not known.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The 2 samples were submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor in both samples. This interference is addressed in product labeling.